Event description:
It was reported that this left ventricular (lv) lead dislodged from its position into the main coronary sinus between the pocket closure procedure and the post procedure x-ray that was performed the following day. Reportedly, the physician believes to have chosen the wrong lead for the procedure due to not properly visualizing the selected vessel. The lead was subsequently explanted and replaced. No additional adverse patient effects. The lead is not expected to be returned for analysis as it was discarded at the explanting facility.